Manufacturer narrative:
The device was not available for evaluation. The overall observed risk level falls in the moderate risk level. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an xtend plate was backing out so the screws had to be removed and replaced.